Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd luer-lok¿ disposable syringe that a black particle was noticed in the solution inside the syringe.

Manufacturer narrative:
Investigation summary: two photos were received and evaluated. The photos depict a 1ml ll syringe with a capped needle attached and a vial of clear liquid medication. The syringe is filled to 0.2 ml with clear liquid. A small black particle is observed around 0.1 ml marking. It is not possible to determine whether the particle is loose or embedded from the two photos. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the photos provided it is difficult to determine the root cause of the foreign matter observed. If the particle is loose, it is not possible to ascertain its origin since the product has been manipulated and other components and devices were involved prior to the particle¿s discovery. Therefore, there is not enough evidence to conclude and independently confirm the particle¿s origin to be the syringe manufacturing plant at this time. The reported defect was not confirmed in the samples received.

Event description:
It was reported that before use of the bd luer-lok¿ disposable syringe that a black particle was noticed in the solution inside the syringe.